Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. This MDR represents the bard soft mesh(device 2). Additional supplemental emdr's were submitted to represent the ventrio mesh (device 1), bard flat mesh (device 4), bard flat mesh (device 6), ventralex st mesh (device 7). Additional MDR's were submitted to represent the perfix plug (device 5) and perfix plug (device 8). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012- patient was diagnosed with incisional hernia, thereby underwent open repair with implant of ventrio mesh (device 1), bard soft mesh (device 2). Per op notes, ¿the hernia defect in the abdominal region was dissected. A ventrio mesh (device 1) was placed preperitoneal and sutured. A bard soft mesh (device 2) was placed as an onlay to the fascia and sutured¿. (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of ventrio mesh (device 1), bard soft mesh (device 2) and implant of allomax surgical graft (device 3), bard flat mesh (device 4). Per op notes, ¿the previously made scar was removed. The sac in the abdominal region along with the previously placed mesh was removed. An allomax surgical graft (device 3) was placed intra abdominally and sutured. A bard flat mesh (device 4) was placed as an onlay and sutured¿. (B)(6) 2013- patient was diagnosed with incisional hernia, thereby underwent open repair with implant of perfix plug (device 5) and bard flat mesh (device 6). Per op notes, ¿in midline incision, an opening in the fascia was identified and a perfix plug (device 5) was placed and sutured. Above this a bard flat mesh (device 6) was placed and sutured¿. (B)(6) 2014- patient was diagnosed with incisional hernia, thereby underwent open repair with implant of ventralex st mesh (device 7). Per op notes, ¿the hernia defect was identified in the periumbilical region and was dissected. A ventralex st mesh (device 7) was placed intra-abdominally and sutured¿. (B)(6) 2014- patient was diagnosed with ventral incisional hernia, thereby underwent open repair with implant of perfix plug (device 8). Per op notes, ¿the hernia sac was freed circumfascially and reduced intra-abdominally. An extra large perfix plug (device 8) was placed and sutured¿. (B)(6) 2017- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair. Per op notes, ¿the hernia sac was removed from the right lower quadrant and sutured¿. (B)(6) 2020- patient was diagnosed with recurrent incisional hernia and pain, thereby underwent robotic assisted laparoscopic repair with explant of the meshes that were placed in lower midline (device 4, 5 6,7, 8), implant of 2 bard soft meshes (device 9 and 10). Per op notes, ¿adhesions were noted in the abdominal region where the loops of small bowel found adherent to the 3 old pieces of mesh and the adhesions were lysed. Once adhesiolysis completed, multiple hernia defects were identified. Meshes placed in lower midline (device 4, 5 6,7, 8) were excised. Two bard soft meshes (device 9 and 10) were placed in retrorectus space and was sutured¿.